Event description:
Returned device analysis identified that the device was separated however the account confirmed the separation likely occurred during shipment as the device was not in two pieces when the account returned the device.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, heavy tortuosity and 95% stenosis. The 4.0x23 mm xience sierra stent delivery system (sds) failed to cross the lesion due to the anatomy and the shaft fractured. The 4.0x23 mm xience alpine sds failed to cross the lesion due to the anatomy and the cells of the stent were deformed (flared); however, there were no other device issues and no adverse patient effects due to this device. Another 4.0x23 xience alpine sds failed to advance due to the anatomy and the dislodged inside the catheter. A snare was used to retrieve the stent. A 4.0x18 mm xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.